Manufacturer narrative:
H6 - code 213: the endoprosthesis was implanted; delivery catheter was discarded. Therefore, direct product analysis was not possible. The cause of the reported device failure mode could not be confirmed. Evaluation of the provided images was unable to confirm the complaint.

Manufacturer narrative:
H6: code 213: review of device manufacturing record history confirmed device met pre-release specifications.

Manufacturer narrative:
Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. Review of device manufacturing record history is current in progress. The device (endoprosthesis) remains implanted. The delivery catheter was discarded at the user facility. Additional accessories used to snare and remove the delivery catheter; no adverse consequences for patient. Requested were patient weight, date of birth, pre-existing medications. No information was provided.

Event description:
The following information was reported to gore: on (B)(6) 2021, a patient underwent an endovascular treatment for a hematoma with iatrogenic injury in the right leg, from the distal external iliac artery to the common femoral artery. Access was from the contralateral left inguinal region. Because of a hard calcified lesion in the left common iliac artery, percutaneous old balloon angioplasty (poba) was performed. An 11x5 gore® viabahn® endoprosthesis with heparin bioactive surface (vsx device) was advanced to the iatrogenic injury site and deployed. As the delivery catheter was pulled back, the distal tip became stuck on the edge of the gore® viabahn® vbx balloon expandable endoprosthesis that was just implanted in the left common iliac artery. Reportedly, the edge of the vbx device was deployed at or slightly below the aortic bifurcation. The physician attempted to release the distal tip with a guidewire and balloon manipulation. Ultimately, a 0.014" guidewire and a gooseneck snare catheter were utilized to capture and remove the viabahn catheter with no further issues. As reported, the distal tip and catheter remained intact when it was removed from patient. The catheter was discarded.